Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported failure. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that the device failed its user test and it gave a "connect test plug" error message when using the quik-combo therapy cable. There were no reports of any pt involvement with the reported event.